Event description:
Customer reported issues with the insulin pump. Customer states that their insulin pump broke while playing football. Customer also states that the insulin pump has a crack on the screen. The blood glucose reading is 100 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)